Event description:
--

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out-of-range (oor) impedances of greater than 2500 ohms. As a result the lead was surgically abandoned and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted that only the proximal segment of the lead was returned, and the conductor coils were deformed, likely due to the suture sleeve tie down. The conductor coils were fractured at 150 mm from the terminal pin. Due to the location of the fracture, this is consistent with a fatigue fracture near the suture sleeve tie down area.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.